Event description:
It was reported that the needle was bent. A 2.0cm x 15cm leveen? Superslim? Needle electrode system was selected for use in a radio frequency ablation procedure to treat liver cancer. During the procedure inside the patient, it was noted that the needle was bent, resulting in frequent shutdown. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in stable condition following the procedure.

Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis and upon visual inspection, it was possible to observe that the needles were bent, which confirms the reported event.

Event description:
It was reported that the needle was bent. A 2.0cm x 15cm leveen? Superslim? Needle electrode system was selected for use in a radio frequency ablation procedure to treat liver cancer. During the procedure inside the patient, it was noted that the needle was bent, resulting in frequent shutdown. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in stable condition following the procedure.